Manufacturer narrative:
Original investigation findings can be reviewed in the attached document "findings on RMA 10898". Unknown liquid residue was discovered during the initial investigation and is to be investigated by an external service for chemical analysis. Investigation to be updated pending the chemical analysis. Results of third party analysis of unknown residue found within the machine attached as "report v1osz890ph- final", and finalized internal investigation findings are attached as "findings on RMA 10898_final". "Findings on RMA 10898_final" contains the original findings updated with the "possible causality" section at the end. Initial submission to the FDA of the adverse event was completed on 12-6-23 and we believed it was uploaded to the FDA at that time through the FDA's "submitter" platform. While recently preparing to submit the current report with finalized updates, it was discovered that the "submitter" platform is only intended to create the submission and does not upload to the FDA. The "submitter" file needed to be packaged into a "zipped" folder and uploaded to the FDA via their esg online platform. This was an oversight by our team. The esg platform requires an account, which we began setting up the moment we discovered this oversight. Once the account became fully active, we uploaded the submission.

Event description:
On october 31st 2023, during a sample preparation procedure, one 2-month pregnant nurse got electrified while pressing the spin button of the centrifuge. She complained of slight pain at her hand, shoulder, and neck. She had one week "hospital leave" (rest at home) which terminated on november 6th 2023. Medical consultations are scheduled: orthopedic consultation, ECG, gynecological scan for her pregnancy. She has since returned to work and is working normally.